Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, while slitting the delivery catheter, the slitter came off. Forceps were used in an attempt to continue slitting but the his lead insulation was damaged. The delivery catheter and his lead were removed and replaced successfully. No patient complications have been reported as a result of this event.